Manufacturer narrative:
The insulin pump had a cracked display window, a cracked belt clip slot, cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the insulin pump had a scratch that was blocking the reservoir icon. The customer's blood glucose was unknown. Nothing further was reported.